Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03088. It was reported post op permanent scs implant, the patient experienced pain that was radiating down their legs. Consequently, the patient was taken back to surgery wherein both leads were pulled from the epidural space. Later the issue persisted, therefore the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. Effective therapy was restored post procedure.